Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instructions for use. (B)(4) - occluded is listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) male pt underwent evar on (B)(6) 2011 with a spiral z limb inserted into his left common iliac artery. The pt was discharged from hospital on the (B)(6) 2011 however was readmitted on the (B)(6) 2011 with leg pain. A follow up CT diagnosed an occluded left limb. The pt underwent a femoral-femoral crossover graft on (B)(6) 2011 to resolve the complication.